Event description:
It was reported that during a follow-up, noise was observed. The patient received inappropriate therapy. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.